Event description:
A customer contacted baxter's technical service center reporting a system error 2367 (air in set) during therapy on the home choice (hc). The technical service representative (tsr) asked the caregiver (cg) if the home patient (hp) was connected then and the cg stated no. The tsr asked the cg to turn the hc on and the hc went to press go to start. The tsr reviewed the alarm log, system error (se) 2367 was noted twice and a slow flow patient alarm. The tsr explained the system error 2367 to the cg and recommended the cg contact baxter at the time of the alarm if the alarm occurred again. During a follow up call to the caregiver (cg) on (B)(6) 2012, regarding the system error 2367's, they did not notice anything with the set up at the time of the alarm and the home patient (hp) did not disconnect. The hp discontinued therapy after the alarms for that night. The hp followed up with the peritoneal dialysis nurse (pdn) regarding the alarms/missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2367 alarm. Complaint is not confirmed and the assignable cause is undetermined because disposable set was not returned to baxter, lot number was not provided for batch review and user did not describe any types of use errors or other issues that might have caused the system error 2367 alarm.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.